Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. At this time, the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current drain caused by leaky of the ceramic battery bypass capacitor. This capacitor was found to exhibit evidence of leakage as a result of a crack. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. At this time, the crt-d was explanted and replaced. No additional adverse patient effects were reported.